Event description:
Customer reported that she had a blood glucose of 39 mg/dl and upon drinking orange juice, her blood glucose went up to 400 mg/dl. Customer further stated her insulin pump would not turn back on, after she changed the battery. Troubleshooting was performed. The insulin pump was not bumped, dropped or exposed to moisture. No related damage or corrosion was noted. The insulin pump display returned after customer inserted a new battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.